Manufacturer narrative:
Customer disposed of product involved in the incident and lot information is not known, so retention samples could not be tested. Customer disposed of product.

Event description:
Caller indicated the relion was reading high stating that most of the readings on the relion meter were off as much as 30 points from her other meter. She felt she was running low, and the relion meter read 89 and 92; however, she was having symptoms of being low. Her freestyle read 59 which corresponded with her symptoms and she took corrective action to bring her blood sugar back up.she tried several other times with the relion and compared it with her husband's freestyle and her freestyle lite. Freestyle lite read 85, freestyle read 89, and the relion read 103.customer disposed of meter before reporting incident.